Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the video image in the vision side cart (vsc) touchscreen and surgeon side console (ssc) high resolution stereo viewer (hrsv) had a pink tint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed the follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The reported intermittent issue did not inhibit the site from continuing and completing the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that it was an intermittent issue and could be related to the endoscope controller (ec). The fse replaced the ec to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ec involved with this complaint and completed the device evaluation. Failure analysis confirmed the 45311 errors through the logs. The ec was installed on a pca test system and evaluated in maintenance mode. The system power cycled ten times with no issue. As a preventative maintenance measure, the light engine will be replace to fix the problem. A procedure log review confirmed that the partial nephrectomy procedure was performed on 21-sep-2022 via system (B)(4). This complaint is being reported due to the following conclusion: the video image had a pink tint during a da vinci-assisted partial nephrectomy surgical procedure. The fse went to the customer site and replaced the ec to correct the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.